Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-11630. It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. When a 3.0mm x 220mm x 150cm mr coyote¿ balloon catheter was loaded onto the guide wire, it was noted that the balloon was like "bound up" and grabbed hold of the wire and started to "accordion" and was broken. The device was removed and another 3.0mm x 220mm x 150cm mr coyote¿ balloon catheter was advanced for dilation. However, during the first inflation at a nominal pressure, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.